Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a chronically totally occluded moderately tortuous, heavily calcified mid right coronary artery that was 99% stenosed. A 2.5 x 15 mm traveler balloon was advanced when resistance was met with anatomy but ultimately reached the lesion. When inflated once it ruptured at 8 atmospheres. The device was replaced with a non-abbott balloon to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.